Event description:
A tech at the (B)(6) ctr "cath lab" stated, while performing an EKG on a pt, they observed artifacts on their EKG monitors. They believe these artifacts were caused by the spectrum pump. The tech stated these artifacts could be misinterpreted as heart issues, with potential for the initiation of intervention.

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering. Attempts have been made to contact the customer for additional info to assist with this investigation.